Event description:
The following information was provided: patient is status post for a revision of a ltka, due to aseptic loosening of tibial component. No additional details to be reported by the facility.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.